Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The initial results in the range of 137-138 mmol/l were reported out of the lab. The specimens were re-tested on a different instrument and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The specimens were collected in plasma separator tubes. Qc results have been within the lab's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse cleaned the flow cell and replaced several ion selective electrode (ise) hardware components. A clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.